Event description:
The customer reported a loss of live image which was recoverable only by rebooting the system. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a lemo connector. The system operates as intended.